Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned to nuvasive for evaluation; further, operative notes and/or radiograph images were not provided for review of usage/technique. A definitive root cause was unable to be determined with the information provided. There are warnings in the device labeling that this type of event can occur: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include...damage to blood vessels..." "... Intra-operative warnings: it is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial vertebral body replacement procedure of the l4 vertebrae via an open approach. During the procedure, it was noted that bleeding from the segmental artery began during use of the cobb near the l4/5 space. Hemostasis was applied and the procedure was aborted. The approximate blood loss was determined to be 160cc. An additional procedure was scheduled to complete implantation of the vertebral body replacement device at a later date. No further patient impact was reported.